Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer that cartridge can only hold up to 300 units (3.0 ml) of insulin as per user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.